Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event was reproduced. The probable cause was most likely attributed to a fault in the printed circuit board. A definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. The issue was found during new device receipt inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.